Event description:
Reporter alleged the customer obtained the results of 38 mg/dl, 52 mg/dl, 62 mg/dl and 69 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she gave the customer his medications and a meal right after these readings were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.